Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia during which the surgeon noted a seroma and that the mesh had adhered to the testicle requiring removal. It was reported that the patient experienced pain, severe scarring and disfigurement. No additional information was provided.